Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. D4 batch # unk. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "the stapler misfired"? It was reported to me that a stapler misfired during a procedure. There were staples on only ½ of the circle. Meaning the bottom half of the colon was not sealed. 2. Was the battery plugged in fully with backlight lit? Yes. 3. Was the device in range? Yes, according to the physcian. 4. Was the safety disengaged? Yes, according to the physician. 5. Did the device staple? Only half a ring of staples. 6. If yes, was the staple line complete (fully circular)? No. Only a half a ring of staples. 7. Was the breakaway washer completely cut? Unsure, the surgeon did not specify. 8. Were there two complete tissue donuts? Unsure, the surgeon did not specify. 9. Was it a partial cut? If so what was cut partially, washer or tissue? Unsure, she said the staples were only half a ring. So its assumed the tissue was cut fully. 10. If yes/no, was there any issue with the cut no. 11. Did the device cut the tissue? Yes. 12. Did the device have staple line issues? Malforms, missing staples, no staples etc? Missing staples half way around the ring. 13. Was the device locked on tissue with the anvil closed? According to the surgeon it was. 14. If yes, what steps were taken to open the anvil. Unsure. 15. If the anvil could not be opened, how was the device removed. 16. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? According the surgeon, yes. 17. Could you please clarify if there were any patient consequences? Surgeon grabbed another stapler of the exact make and model and was able to perform the surgery. 18. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? There were not. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the stapler misfired twice while the patient was on the table.